Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, and after following the instructions, successfully started their sensor session without encountering the error code again.